Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following debridement and suturing due to trauma, when changing the dressing, it was found that the sutures of the wound were exposed and the wound did not heal. Debridement and dressing change was done on the wound and the suture was removed.